Manufacturer narrative:
The customer¿s reported problem was confirmed. Based on the file review, no further escalation is required per (B)(4) complaint escalations, infusion products global customer support operations. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Caller has an 8100 module giving him a 246.4700 error. Sn: (B)(4). Failure device type: alaris system instrument failure problem type: 8100 failure mode: troubleshooting/ error codes case resolution: let the biomed know that the logic board would have to be replaced. Recommended to send in module due to flat rate repair pricing versus the cost of the logic board. Biomed will call back with po for repair RMA.